Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review found no non-conformances associated with this issue during production of lot 2308011. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Product can become damaged as a result of the product jamming within the manufacturing equipment. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or other defects were identified on any of the products. As we do not have a physical sample and the device records do not indicate any issue, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
The interventional radiology department at (B)(6) has notified us of a material safety incident involving a 10ml ll syringe, reference (B)(4) (lot 2308011). The syringe broke during injection on an hiv patient, creating a risk of cutting. We have contacted the declarant to recover the defective dm in the event that it has not been discarded. (B)(6): on 31-aug-2024. Follow-up 1st attempt comments (rec) attached the e-mail in "attachment(s)" field below. "For your information: as you have mentioned in the below e-mail that " "1 syringe 10cc ll concerned" and "two syringes were broken at plunger level when injecting iodinated contrast medium by hand. ". 1. Could you please confirm the number of products that experienced this issue as you have stated both? ="there were indeed 2 syringes that had the same problem after calling the declarant." (B)(6): 08-aug-2024 follow-up 1st attempt comments (rec) attached the e-mail in "attachment(s)" field below. "1. Could you please provide a date of event? ="event occurred on (B)(6)." 2. Please confirm the number of products affected. ="1 syringe 10cc ll concerned." 3. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? ="no impact on patient." 4. Has there been any healthcare worker¿s exposure to blood or bodily fluids? ="no exposure to blood." 5. Have any other actions been taken? ="no measures taken." 6. Could you please confirm specifically on where was the syringe damaged, whether at the thumb press of the plunger? (Or) at the barrel? ="two syringes were broken at plunger level when injecting iodinated contrast medium by hand. " 7. We would like you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: - unused (before use). - used (during or after use). Important: if used, please confirm if the samples are contaminated with blood or cytotoxic medication. ="the syringe was discarded by the radiologist, not recovered. The risk is to have the plunger stuck in the operator's hand with gloves soiled with patient blood." 8. If you have retained a sample for investigation, please provide us with the pick-up address (full details ¿ please use the template below). To ensure smooth collection, we highly recommend leaving the package in an easily accessible location, such as main reception, hospital pharmacy or your goods-in/out department. 9. The empty sample shipping box will be delivered to the same address. Please also provide us with the phone number of a person who can be contacted by the tnt carrier. 10. If it is not possible to return a physical sample, can you provide detailed photographs of the affected product? ="the radiologist didn't have the reflex to take photos."

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The interventional radiology department at nice university hospital has notified us of a material safety incident involving a 10ml ll syringe, reference 305959 (lot 2308011). The syringe broke during injection on an hiv patient, creating a risk of cutting. We have contacted the declarant to recover the defective dm in the event that it has not been discarded.